Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 7 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set cannula kinked events, three on (B)(6) 2024 and four on (B)(6) 2024. The events occurred within 3 hours of insertion and the insertion site was at thigh and arm. The blood glucose level at the time of events was 300 mg/dl and the patient resolved all the events by replacing infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.